Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.50/3.5/092 (sphere/cylinder/axis) implantable collamer lens was implanted, removed and replaced with back up lens because it flipped during insertion. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event should replace product problem for correction. H6: health effect- impact code: 2199 should be ommitted and replaced with 4627 for correction. Claim# (B)(4).